Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: skeletonization and isolation of the glissonean and venous branches in liver surgery with an ultrasonic scalpel technology. Author/s: takeshi aoki, masahiko murakami, tomotake koizumi, yuta enami, reiko koike, akira fujimori, tomokazu kusano, kazuhiro matsuda, kosuke yamada, koji nogaki, makoto watanabe, koji otsuka, haytham gareer, takashi kato. Citation: int surg (2015);100:1048¿1053. Doi: 10.9738/intsurg-d-14-00258.1. This study describes a novel technique for skeletonization and isolation of glissonean and venous branches during liver surgery using a harmonic scalpel (hs). In previous years, liver transection was performed without the hs. Beginning in january 2004, hepatic resections were performed using an hs for liver transection. Hepatic resections with hs were performed with the skeletonization and isolation technique in 50 patients (hs group) (29 male and 21 female; median age: 69.7 years; age range: 46-84 years) and results were compared to 50 patients (nhs group) (33 male and 17 female; median age: 67.9 years; age range: 37-85 years) who underwent hepatic resection that were performed using an ultrasonic surgical aspirator with electric cautery, ligatures and hemoclips. In hs group, after incision and placement of stay sutures, the liver tissue was divided using the harmonic scalpel (ethicon) (output level, 3) with the active edge of the blade turned downward. Parenchymal tissue was easily removed by moving the harmonic scalpel (ethicon) along the length of the glissonean branch to lightly sweep tissue away and to expose the glissonean branch. The harmonic scalpel (ethicon) was moved quickly along several centimeters of the parenchymal tissue using light touch along the glissonean branch to safely and quickly skeletonize the glissonean branches. Branch exposure is confirmed visually. Glissonean and venous branches up to about 3 mm in diameter were occluded and divided by ultrasonic protein coagulation without injury. Branches can be separated by complete protein coagulation in 3 to 4 seconds with average force compression, before being spontaneously divided with complete hemostasis. No clip was needed for glissonean branches and veins less than 3 to 4 mm in diameter. Glissonean branches from 3 to 5 mm in diameter were controlled with titanium clips and divided sharply. For few larger glissonean branches and hepatic vein that were encountered were dissected using the harmonic scalpel (ethicon), controlled with 3-0 vicryl (ethicon) ties in continuity, and divided sharply. Reported complication included abdominal abscess (n-2), postoperative bleeding (n-1), and bile leakage (n-1). In conclusion, the hs is a simple, safe, and minimally invasive method for skeletonization and isolation of the glissonean branches and hepatic vein.